Event description:
The manufacturer received information a dreamstation 2 advanced auto CPAP device had a strong odor of burning plastic. The patient reports they were in bed with the mask on when they smelled the odor from the mask. There was water in the humidifier. The device was plugged into the wall socket. There was no allegation of smoke, flames, melting, warping or gaps/voids in the device. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received information a dreamstation 2 advanced auto CPAP device had a strong odor of burning plastic. The patient reports they were in bed with the mask on when they smelled the odor from the mask. There was water in the humidifier. The device was plugged into the wall socket. There was no allegation of smoke, flames, melting, warping or gaps/voids in the device. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. This case was initially submitted as reportable. Following a detailed reassessment and alignment with the documented risk analysis, it has been concluded that the event does not meet the criteria for reportability under the applicable regulations. The risk severity associated with the occurrence of ¿odor of burning plastic¿ is classified as low and does not present a serious risk to patient safety.